Manufacturer narrative:
The instructions for use (IFU) that accompanies the device contains the following warning regarding placement of the reference frame: "warning: navigational accuracy can degrade on vertebral levels that are not rigidly connected to the reference frame." The IFU also contains guidance and precautions regarding movement of the frame: "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result." There was no allegation of a system malfunction that related to the reported events.

Manufacturer narrative:
A medtronic representative, following-up at the site, was informed that they noticed a left lateral 2 millimeter inaccuracy. This inaccuracy was observed with all of the instruments used in the procedure. The surgeon ended up taking both of the screws out on the right side after doing a second spine and used the left screws only for a unilateral fixated fusion. The second spin showed the same inaccuracy as the first spin. This resulted in a 30 minute delay. There was reported no direct harm to patient except for the fact that the construct may be less durable considering it is a unilateral as opposed to bilateral fixated fusion. (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2016 a medtronic representative, following-up at the site, reported being unable to replicate the issue while performing the navigation system check-out. Used both a personal spine frame, as well as, the frame used during the surgery and both were perfectly accurate during multiple spines. It was not a percutaneous case but they did use the long spine clamp which, had a greater chance of moving when applied with pressure. The site representative stated that it might have had something to do with the pressure applied to the frame while draping the patient. They were using the stealthair frame, no image quality issues and no gantry tilt from what the medtronic representative observed. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report that, while in a spine procedure, the surgeon alleged experiencing inaccurate navigation during an imaging system, spine fusion case. They took a new spin and deemed continuing to be inaccurate. No specific measurement, or direction, of the alleged inaccuracy was provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.